Manufacturer narrative:
The investigation into the optical signal issue and the high purge pressure issues has been completed since the initial report was submitted. The product was not returned for investigation. Based on the data log review, the root cause of the high purge pressure is most likely due to ingested biomaterial. The root cause of the optical signal issue is most likely due to the patient¿s condition.

Manufacturer narrative:
The device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records. The failure modes will be monitored and trended.

Event description:
The user facility reported 72-year-old male was implanted with an impella 5.5 device for mechanical circulatory support experienced high purge pressure issues. On the morning of the scheduled explant, the patient experienced high purge pressure and purge system blocked alarms. There was no kinking of the purge tubing, and the remainder of the catheter was free of obstruction. The alarm would clear when the yellow luer was disconnected from the purge system, leading the medical staff to suspect an obstruction somewhere downstream of the purge connection, within the catheter itself. The device was subsequently explanted. Visual inspection of the pump did not reveal any obvious signs of clot at the outlet of the device. There was no reported harm to the patient.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of optical signal issues in accordance with FDA recommendation. The product was not returned for investigation. The data logs indicate a small mc spike, a gradual rise in purge pressure with a decrease in purge flow. Based on the data log review, the root cause of the high purge pressure is most likely due to ingested biomaterial. The optical parameters were reviewed. There was no "placement signal unreliable" alarm triggered. The gain and the light are within spectrum. The snr changes in accordance with p-level changes. The root cause of the optical signal issue is most likely due to the patients condition. A review of the device history record (DHR) for the suspect device, applicable quality notifications, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.

Event description:
The complainant reported an ongoing placement signal issue during impella support. It was noted that false impella in aorta alarms would sound, forcing the care team to reduce support to lower than p-4 to clear the alarm. Each time they cleared the alarm, the staff would then return the support level to p-8. Support continued this way until the morning of a scheduled explant, at which point a purge system blocked alarm sounded coinciding with a high purge pressure alarm. The staff moved forward with the scheduled explant following the noted alarm.